Event description:
It was reported that the patient felt ill and came to the hospital where oversensing and occasional loss of pacing was found. During the revision procedure, it was determined that the lead was fracture and it was repaired with a lead adaptor. The physician commented that the lead was placed under the device, which was implanted in the abdomen and there seemed to be lead crush at the device edge. The fragmented portion of the lead was extracted and the rest of the lead remains active.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected event date, event description and device codes with further information received. Evaluation summary: (B)(4) distal conductor fractured; the proximal segment was returned and analyzed. A white substance was observed on the lead segment.

Event description:
It was reported that there was a lead fracture that was repaired with a lead adaptor. The physician commented that the lead was placed under the device, which was implanted in the abdomen and there seemed to be lead crush at the device edge. The fragmented portion of the lead was extracted and the rest of the lead remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.